Event description:
It was reported that a diabetes educator contacted clinical support with the patient present, stating the patient experienced recurrent low blood glucose episodes, including readings in the 30s even without meals, and the event cause remained unclear. Symptoms included hypoglycemia, shaking/tremors, and muscle weakness. Outcomes included no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user/third party. Investigation of this case revealed insufficient information regarding a device problem or component and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.